Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that thresholds for the right ventricular (rv) lead were steady until six months ago they started to rise and are now high. The impedances were also steady but began to rise around six months ago and are now high. The rv lead was capped and replace. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met, the impedance of the right ventricular pacing lead was beyond the expected upper range, the impedance trend of the right ventricular pacing lead was rising, the pacing capture threshold in the right ventricle was elevated, and the pacing capture threshold in the right ventricle was rising. If information is provided in the future, a supplemental report will be issued.